Event description:
Used kotex u glide tampons during my period from (B)(6). Had piece break off and had irritation then fever and vomiting for 2 days. I saw the recall of the product on (B)(6) at night and saw my product box was on the list of recall. I stopped using the product immediately, but suffered unnecessary problems prior. Is the product over-the -counter? Yes; frequency: as needed; how was it taken or used? Vaginal; date the person first started taking the product: (B)(6) 2018; date the person stopped taking or using the product: (B)(6) 2018; why was the person using the product? Period.